Event description:
It was reported that the device could not be interrogated while in the box.

Manufacturer narrative:
(B)(4). The reported inability to communicate with the device was confirmed in the laboratory. Upon receipt intermittent inductive telemetry was noted; however after opening the device communication was established. The cause of the field event could not be determined.